Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the black load on the stomach misfired. The inner rows of staples went in, but the outside row did not. The surgeon and sa could see the row of staples in the tissue but they were not bent into the tissue. The surgeon over sewed the staple line, which made the pouch tight. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: can you confirm the product code was an ecr60t cartridge? Correct what other color cartridges were used before and after this event? None before. Green after. Was buttressing material utilized? If so, which product? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What was the patients bmi and gender? Unknown. Was the post-operative care for the patient changed as a result of the event? Unknown.